Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer did not deliver a meal bolus to cover for a meal consumed. A manual insulin injection was administered, and a bolus was delivered to address bg level. Customer declined further troubleshooting.